Manufacturer narrative:
The technician inspected the bed and found bed kept blowing the f17 fuse on the power control module (pcm). He found that a screw was lodged between the communication board and the metal pan it sits in, shorting out the communication board and causing the f17 fuse to blow. He removed the screw to repair the bed.

Event description:
The account alleged the bed has no power.